Event description:
It was reported that during charging at the user facility, the ports of the power pack were melted. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Add'l info will be submitted once the device is received and the quality investigation is completed, if add'l info is obtained and requires reporting.